Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with an episode of inappropriate shock from the implantable cardioverter defibrillator (ICD). Upon examination, it was noted that the patient was shocked after syncope. Intervention was performed. The patient was scheduled for continued monitoring. The patient condition is unknown.